Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer received a program alarm anomaly and an internal clock comparison error alarm. Insulin pump could not rewind and did not pass self-test. Customer's blood glucose was 250 mg/dl.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No watchdog timeout alarms or rtc/internal clock comparison error alarms were noted. The pump was received with minor scratches on the reservoir tube window and minor scratches on the lcd window.